Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. A request was sent to the surgeon's office (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. Instead, the surgeon's office told us that they "do not carry records for va patients." A call was made to the hospital in another attempt to receive additional information. Unfortunately, we were unable to receive any further information from the hospital regarding this patient because we do not have a patient release form. A device history record review is currently in process.